Event description:
It was reported that the shock lead impedance of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was high out of range. Technical services (ts) analyzed device trend data and found that there was a gradual rise since implant then a plateau with a few excursions afterwards. No adverse patient effects were reported. Currently, this crt-d system remains in service.